Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient experienced overcorrection in right eye of the patient with manifest refractive spherical equivalent was more than one diopter after refractive surgery. There are multiple related reports for this facility. This report addresses the patient (B)(6), right eye and other manufacturer reports will be filed.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Most recent technical site visit confirmed device met specifications as per service and installation record. The assessment of the information gathered during a site visit by the local clinical application specialists showed that the issues reported as part of this complaint cluster were not directly related to the device. Instead, the factors listed under clinical information review were identified as contributors. Therefore, the case is coded as "inconclusive - device met specifications". The manufacturer internal reference number is: (B)(4).